Manufacturer narrative:
H3: one used sample was received for evaluation; unknown solution residuals were observed in the sample. Visual inspection found no damage or anomalies. Functional testing of the new sample was leak tested at 45 psi as per manufacturing procedure using a hydrostatic pressure pump. A leak was observed from the side of the filter housing. The complaint of leakage can be confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a leak from the parenteral feeding tubing. The reporter stated that it seems that the leak is at the level of the filter. The event occurred while in use with the patient. Other product involved is a smofkabiven pouch 986 ml.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.